Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak during his treatment. When the patient was in his dwell stage, he discovered a leak coming from the connection between the tubing set and the heater bag. He opened the cassette door, he found fluid leaking from the cassette. The set was not made available for evaluation. During follow up, the patient's pd nurse reported that the patient did not have any signs of infection. No additional information was provided. No adverse event reported at this time.